Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found that the outer casing was broken. The functional evaluation found that the device was noisy and vibrating, could not generate and control negative pressure and the root cause identified as a defective pump. It was noted that the device was returned with a contaminated filter which was resolved by adhering to the recommended maintenance schedule. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances/related events of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys go cannot generate and control negative pressure, also the pump was noisy and vibrating and the top and bottom covers are cracked. No case reported; therefore, there was no patient involvement.